Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 453 mg/dl. Customer reported that the insulin pump had auto mode readiness screen. Customer had not been using insulin pump within 48 hours of reported event. Customer did not feel alright to troubleshoot. Customer did not removed sensor. The insulin pump will not be returned for analysis.